Event description:
The device was used during a laparoscopic hernia repair. It was reported the ted12 balloon burst after approx 22 pumps. The device was tested prior to insertion. The otomy created was approx 19 to 22 mm and no metal retractors were near the balloon upon insertion. A second ted12 was introduced to complete the procedure. There was no consequence to the pt. 10/16/96 rep reports the balloon did not burst into pieces, and did not require retrieval of any pieces.